Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the sponge of the air inlet path assembly was observed to be peeled off. The device's inlet air path foam needs to be replaced to address the issue. Additional evaluation information became available stating that no water ingress was confirmed during inspection. It is possible that the flow of air was obstructed by inside the air inlet path which caused resistance to the blower's intake and lead to occurrence of the reported issue. Therefore, the air inlet path assembly was replaced. Also, the front enclosure overlay was replaced due to scratches. The exhaust fan assembly and 43 micron filter were replaced for maintenance. Repair test, alarm check, battery check, run in tests, and cleaning were performed, and the unit operated properly.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the sponge of the air inlet path assembly was observed to be peeled off. The device's inlet air path foam needs to be replaced to address the issue.